Event description:
The manufacturer received information alleging a patient died while using a trilogy evo ventilator. A nurse confirmed the device was operating without an issue during their rounds around 16:30. They discovered the patient was in cardiac arrest and started resuscitation measures. The ventilator was being used continuously and a doctor confirmed that it was operating at the time of the event. Although the doctor stated the device was operating, the trend data from around 15:50 on (B)(6) 2024 was lost and it was restored around 17:51. There were no signs of any malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a patient died while using a trilogy evo ventilator. A nurse confirmed the device was operating without an issue during their rounds around 16:30. They discovered the patient was in cardiac arrest and started resuscitation measures. The ventilator was being used continuously and a doctor confirmed that it was operating at the time of the event. Although the doctor stated the device was operating, the trend data from around 15:50 on (B)(6) 2024 was lost and it was restored around 17:51. There were no signs of any malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Evaluation: operational checking was performed, and a device failure could not be confirmed. The device error log was reviewed, and it was recorded that the power off and start ventilation button had been executed during the period of time of the reported event and remained off between both executions, therefore was not operating between both times. Disassembly internal checking was performed, and no abnormalities were confirmed. Given the results of the evaluation, it has been determined that there is no abnormality confirmed in the device and that the power was turned off by human operation and then ventilation was resumed by human operation during the period of time noted in the compliant.